Event description:
Reporter and his wife alleged that he obtained a discrepant blood glucose result of 119 mg/dl back to back with a result of 315 mg/dl on the compact plus system when testing was performed within 10 minutes. Reporter indicated that he did not wash his hands prior to testing. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.